Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received after the lead impedance had dropped. The patient was brought into the clinic for further assessment. Normal function was noted; however, the impedance continued to be low. Patient was asymptomatic. After discussion, it was noted that the lead will be replaced.

Event description:
New information received indicated that the right ventricular lead was extracted. The patient was stable.